Event description:
In this event it is reported that a proglider 3file sterile 25mm broke during use. The broken part could not be retrieved and the patient was referred to a specialist. No injury.

Manufacturer narrative:
P class returned&nbsp; proglider file 25mm is actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. For information, second file that broke during use was not returned and cannot be analyzed. No unused file is available for evaluation. No link can be established between breakages issues and information found during DHR review (batch #1895792). Root causes are not identified. We will track this kind of event and monitor the trend./pdiv&nbsp;/divp class root causes are not identified.p class all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee./pbr.